Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt expired. The doctor suspected thrombus in the pump and planned to exchange the pump but then found colon cancer on the pt. The pt refused any treatment and then became septic. This ultimately led to the pt's death. When the pump was explanted, thrombus was noted inside. No autopsy performed.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.